Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was bunching up/puckering up of the distal sheath tip. At the procedure end, one of the two consultant operators pointed out a bunching up/puckering up of the distal sheath tip. The sheath tip did not prevent removal of the sheath from the femoral vein, or ablation catheter from the sheath. Post case, this finding was discussed with the consultant operator who supervised the sheath insertion by the fellow. He commented that the initial incision had been smaller than typically required and that on passing the sheath and dilator into the vessel, some buckling had occurred. They had increased the size of incision and inserted the sheath in a normal fashion. The consultant operator believes that in this scenario, other steerable sheaths would not have buckled and deformed as the vizigo sheath had done. The tip was buckled up but not split. There were no internal mechanisms exposed. No damaged electrodes. There were no patient consequences. No needle was used. Only venous system accessed via right femoral vein. Right ventricular mapping and ablation.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was bunching up/puckering up of the distal sheath tip. At the procedure end, one of the two consultant operators pointed out a bunching up/puckering up of the distal sheath tip. The tip was buckled up but not split. There were no internal mechanisms exposed. No damaged electrodes. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. On 20-jun-2024, the lot number of the device was identified as "60000319". Field d4. Lot has been populated with this information. With the identification of the lot number, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Then, visual analysis revealed that the soft tip was found bumped and peeled back. The customer reported that the initial incision had been smaller than typically required and that on passing the sheath and dilator into the vessel, and some buckling had occurred. Then, the damage on the soft tip could be related to potential skin incision size relative to sheath, however, this cannot be conclusively determined. A device history record was performed, and no internal actions related to the reported complaint were identified. The damage on the soft tip could be related to the issue reported by the customer; therefore the issue was confirmed. The instructions for use contain (IFU) the following warning and precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 23-jul-2024, during an internal review of this event, it was determined this event was incorrectly reported to FDA as an MDR reportable malfunction, however, the event has been reassessed and no longer considered to be MDR reportable since the potential risk that issue of ¿bunching up/puckering up of the distal sheath tip¿ could cause or contribute to a serious injury or death is remote. As such, the h 6. Medical device problem code has been updated from failure to advance (a150204) to material too soft/flexible (a040608). Additionally, a correction to the 3500a initial MDR for the g1. Manufacturing site name is required. It was initially processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1 g1. Manufacturer site city, g1. Manufacturer site state code g1. Manufacturer site zip code g1. Manufacturer site country code manufacturer¿s ref # pc-001596303